Event description:
Customer reported the display still says "live" after x-rays have stopped. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery on the gib board. System operates as intended. (B) (4).